Manufacturer narrative:
Model number: 720185-01, lot number: 125932001, model description: reservoir flat iz 100 ml. Device evaluation: the ams 700 ipp cylinders were visually inspected. Both cylinders had broken fabric threads and a hole in the outer tube due to input tube wear and avulsion. No damage was present in relation to the inner tubes of the cylinders; both therefore passed the leak test. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to the cylinder failures. Product analysis concluded a device malfunction. The ams 700 ipp reservoir was visually inspected and functionally tested; no leaks were found. The device therefore performed within specification. Product analysis concluded no device malfunction.

Event description:
It was reported that the patient will be undergoing an ams 700 revision surgery. No further information was reported regarding patient, procedure or the type of the failure. Additional information received states the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted.